Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data from the device shows the device reached eri (elective replacement indicator) approximately 42 months after implant. Actual longevity is < 80% of 99.9% longevity limit; the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data from the device shows the device reached eri (elective replacement indicator) approximately 42 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during follow-up, the device was found in eri (elective replacement indicator). Device was used 42 months with no shocks, normal output, and normal impedance. This was considered early battery depletion. The device was replaced. No patient complications have been reported as a result of this event.